Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent unexpected pump resets occurred. Customer's blood glucose level was 500 mg/dl. The customer was able to reload the same cartridge onto the pump and resume insulin delivery after each occurrence. Reportedly, the pump would continue to be used for insulin therapy.